Event description:
It was reported that the device alarmed for air in line and the IV bag was empty with air noted approximately 5 inches above the infusion filter. It was also indicated that general air in line issues had occurred, although no additional details were able to be provided. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-241632 is a concomitant. Please refer to manufacturer report number 2016493-2023-241631, which captured the correct suspect device per investigation report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device alarmed for air in line and the IV bag was empty with air noted approximately 5 inches above the infusion filter. It was also indicated that general air in line issues had occurred, although no additional details were able to be provided. There was patient involvement but no harm.